Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was released from the hospital and wished to lower the basal rate on his insulin pump. The customer stated he had been in and out of the hospital for various things. He further stated he had part of his foot removed, which was diabetes-related. The customer did not recall his blood glucose reading. Nothing further was reported.